Manufacturer narrative:
Two abl90 flex plus analyzers were used with this one patient: serial no; (B)(6). Serial no; (B)(6).

Event description:
According to the complaint, the customer has taken out a routine sample in a 70 microliter capillary tube (942-898) from a baby placed in the department of neonates, and this shows k+ approximately on 8 mmol/l on a abl90 flex analyzer. They repeat the test in a capillary tube and samples it on another abl90 flex analyzer still 8 mmo/l. Cardiologist is called to take EKG and they take venous samples which measures 4 mmol/l on the laboratory equipment. The event happened 24dec2023, and they haven't reported it to the authorities. There has been no harm on the baby except for unnecessary stress impact because of extra examinations and extra needle punctures. The customer is wondering whether it is the capillary tubes or the box they are kept in, that has caused situations with falsely high potassium results.

Manufacturer narrative:
Radiometer investigations of the provided data showed no deviation or nonconformities of the abl90 flex plus analyzers, that could potentially influence the potassium measurements. Hence the root cause is no malfunction. Radiometer is unable to establish the root cause on the customer's concern regarding if the discrepant potassium results were due to capillary tubes or the box, as the product samples were not returned.